Event description:
It was reported that during a donor nephrectomy, the first firing was on the ureter, device was reloaded and fired on the artery and the staples were malformed. The device was cleaned, reloaded and fired again along with the same outcome, malformed staples. At this point, they went back and checked the ureter and found malformed staples. The ureter was clipped with a hemo-lock, opened a new device, a cartridge and refired on the artery without incident. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.